Manufacturer narrative:
Upon follow up, the nurse reported the cause of the peritonitis was due to a breach in aseptic technique, reported as ¿related to technique¿. The patient was not hospitalized for the event and on an unknown date the patient was recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was not reported. On an unreported date in the same month as diagnosis, the patient began treatment for the peritonitis with ceftriaxone and gentamicin (doses, frequencies and routes were not reported). At the time of this report, the peritonitis was not resolved and the patient was not recovered from the event. No further detail was provided regarding whether the patient was hospitalized for the event or if dianeal therapy was ongoing. No additional information is available.